Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. The nurse did not know the cause of peritonitis and stated that the patient was performing his treatments as trained. The patient was hospitalized for peritonitis (unable to provide dates). Treatment included vancomycin administered via intraperitoneal, and fortaz. On (B)(6) 2013, patient completed antibiotic therapy and recovered. Pd therapy was on going. The nurse reported, the cause of the peritonitis was "probably touch contamination" and the patient was retrained. The patient was recovering from peritonitis. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12e03041, h12e21068, h12g23052, and h12j03034. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.